Event description:
Information received from the account states that this patient was presented to the interventional lab for an angioplasty procedure of the left lower extremity. The patient's indication for this procedure was arteriosclerosis with rest pain and a non-healing wound on the left lower extremity. The physician made access in the right groin, a 6fr. Sheath was inserted and flushed, and a 6fr. Pigtail catheter was passed and positioned just above the iliac bifurcation to perform an abdominal aortagram with a bilateral lower extremity run-off. The left iliac was described as calcified and tortuous with a very tight angle, which made the bifurcation very difficult to cross. A guidewire was finally advanced to the popliteal artery and angioplasty (pta) of the common and superficial femoral artery was performed.